Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tech noticed that the denstation device end was split, while prepping on the back table. There was no attempt to use on the patient. The patient is stable following a successful procedure. Additional information was received 11 november 2019: the procedure was a peripheral intervention.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update the h3 section and to provide the completed investigation results. One 45 cm 6fr destination sheath and dilator were received for product evaluation. Visual inspection revealed that there was damage on the tip of the sheath. The tip was observed under microscope and it was confirmed to be slightly accordioned and wrinkled. The substance was removed from the tip and the tip was viewed under microscope; no damage was seen on the dilator tip. The sheath outer diameter measured at 0.1094 inches and the inner diameter measured at 0.088 inches which is within manufacturer specifications. The sheath length measured at 45.45cm which is within manufacturer specifications. The dilator outer diameter measured at 0.0831 inches which is within manufacturer specifications. The dilator length measured at 52.9 cm which is within manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that a hard surface during preparation or possible outcome of mishandling the device caused the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.